Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The "downstream occlusion" alarms were confirmed through an event history log review. The cause was undetermined. If any additional info is received a follow up will be sent. The force sensor gasket, downstream tubing guide, force sensor assembly, and force sensor pusher were replaced.

Event description:
During the evaluation of a returned spectrum infusion pump, 212 occurrences of "downstream occlusion" alarms were identified in the event history log. There was no pt injury or medical intervention required since these items were found during evaluation of the device. No additional info is available.